Manufacturer narrative:
This complaint is recorded by zimmer biomet under(B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported during surgery that the device caused two lacerations. There is no delay reported. Due diligence is in progress.

Manufacturer narrative:
Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h6, h11 review of the most recent repair record determined the control bar was not in the correct position. The control bar was adjusted and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.